Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited phrenic nerve stimulation and diaphragmatic stimulation. The lv lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.